Event description:
The device had been used to deliver defibrillator energy to a patient three times in succession. Reportedly, with the next defibrillation attempt the device prompted connect electrodes and the defibrillator could not be charged as a result. The patient was not resuscitated. The facility reported that patient outcome was not affected by the discrepancy, based upon a lack of patient viability and use of the backup device.